Event description:
It was reported that myopotential oversensing leading to inhibition of pacing and asystole was observed on the device. The patient is pacemaker dependent. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that myopotential oversensing leading to inhibition of pacing and asystole was observed on the device. The patient is pacemaker dependent. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.